Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. Customer reported an elevated blood glucose (bg) level of 303 (mg/dl). During troubleshooting with tandem technical support, customer indicated they did not remember interacting with pump prior to incomplete bolus alert annunciation; however, review of pump data revealed customer interacted with pump. Customer delivered a correction bolus to stabilize bg level.